Event description:
Pt discharged with bivonna trach tube in place. The balloon of the trach tube which was filled with strive water broke. The water went into patient's lungs. Patient coughed and vomited, aspirating into her lungs. The dist. Replaced with a second bivonna trach tube. That one developed a slow leak and the water slowly leaked out. Husband heard a leak and replaced the trach tube. This time with a different brand. She was later taken to the hospital and diagnosed with aspiration pneumonia and later died.